Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. It was observed during troubleshooting that the touch screen will not respond. The customer decided to remove the device from service due to additional repairs needed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer was using this unit to troubleshoot pr # 9448170-touchscreen failure when ventilator inoperable error occurred. The (central processing unit) cpu was replaced and issue still persists. There was no patient involvement.